Manufacturer narrative:
The reported field event of extending helix during the lead placement was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure lead was unable to be positioned. Physician manipulated the lead by rotating the lead body and navigating the proper position and helix was not extending. Physician removed the lead and implanted the new lead. A new lead was used and lead was again unable to be positioned. Lead was removed. A new led was successfully implanted. Patient was stable post procedure and had no adverse effects.